Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and reduced therapeutic relief following implantation of the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device. Imaging revealed that the right lead had migrated down a vertebral body, and testing identified high impedance greater than 40,000 ohms on contact 11. X-rays were ordered to assess lead position. The system was reprogrammed in an attempt to address the issue, and if sufficient relief is not achieved, a lead revision is planned. The manufacturer representative (rep) indicated they would send any further information as they become aware.